Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA (B)(4). (B)(4). The field service engineer (fse) was dispatched on 01 september 2015. The fse found port 3 of the injector valve partially occluded causing l syringe errors. The fse replaced the injector alve, rotor seal, and stator face and removed teflon savings from the large syringe tip. The fse also replaced defective printer, front fan on the column oven, aligned the light beam to the detector board, and gave the analyzer a general cleaning on the inside, as it was very dirty.the g8 was working as intended. No further action required by fse. The probable cause of the event was due to port 3 of the injector valve being partially occluded.

Event description:
On (B)(6) 2015 a customer reported error 706 (syringe-l error) with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting of hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.